Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the needle was difficult to position and the procedure was done under local anesthesia. According to the complainant, the physician was concern about rectal wall infiltration after seeing the result of magnetic resonance imaging (MRI) during post procedure which showed the gel spacer was entirely within the rectal wall. Reportedly, the patient was moving considerably throughout the procedure and visualization was compromised during placement. Additionally, saline was not injected in the rectal wall during hydrodissection. As of (B)(6), 2020, according to dr.(B)(6) the magnetic resonance imaging (MRI) looks like it was generally in the right space except for the area where it dips into the rectal wall behind the prostate, but it only have one sagittal slice. On the axial that was sent it was clearly in the rectal wall. The implanting physician decided to delay the therapy until the spaceoar dissolved in a few months. According to the complainant, magnetic resonance imaging (MRI) was performed which showed the gel spacer was entirely within the rectal wall. Reportedly, the patient was moving considerably throughout the procedure and visualization was compromised during placement. Additionally, saline was not injected in the rectal wall during hydrodissection. As of (B)(6) 2020, the magnetic resonance imaging (MRI) showed that the gel was generally in the right space, except for the area where it dips into the rectal wall behind the prostate. The axial view clearly showed the gel in the rectal wall. External beam radiation therapy (ebrt) has been delayed until the spaceoar dissolved in a few months. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be fine.